Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and determined the cap piercer vacuum was not working properly causing the cap piercer to leak. The fse replaced the cap piercer assembly to resolve the issue, no further leaking was observed or instrument errors generated. The instrument software version is 5.4. (B)(4).

Event description:
The customer reported a leak from the cap piercer with mc (module chemistry) and cc (cartridge chemistry) odc (obstruction detection) errors on their unicel dxc 600 pro synchron system. The customer stated the leak was contained with fluid found on top of the sample tube caps and described the volume as approximately 25 cubic centimeters. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.